Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet stuck in the reported problem area of the pipette assembly. Installed new tip clamp, plunger clamp and lld spring in row 7. Cleaned collet in row 7. The instrument was inspected, tested without further problem, and returned to expected operation.